Manufacturer narrative:
Although the lot# was reported as 12, this number does not match any lot number manufactured for the subject device reported. Therefore, a review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that after the patient underwent a thrombectomy procedure, symptomatic intracranial hemorrhage (sich) was noticed. In the physician's opinion the sich was probably caused by the retrievers. Administration of heparin was adjourned due to the sich.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that after the patient underwent a thrombectomy procedure, symptomatic intracranial hemorrhage (sich) was noticed. In the physician's opinion the sich was probably caused by the retrievers. Administration of heparin was adjourned due to the sich.